Event description:
The hospital reported that during an ablation procedure, it was noticed that a piece of metal, was sticking out of the sheath. When the device was going to be moved through oblique sinus, it was feared that the metal piece could damage the heart, so the metal piece was cut prior to removal of the device. The metal piece and the device were moved out of the chest without any problems. Since there was no replacement available, the surgeon decided to abort the case. No pt effect was reported by the hospital . This report is filed as an adverse event, because the procedure was aborted.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was confirmed that the stainless steel wire pierced the outside of sheath near the reducer tip. Mfg engineering for ablation products will be notified about device failure. A lhr review was completed for the product, and there was no non-conformance associated with this lot number.